Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an esophageal dilation - achalasia procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was inflated, the gauge needle did not move. The procedure was not completed due to the unavailability of another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned complaint device revealed no damages to the device. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly and the gauge was within specification. It was also noted that the device was inflated three times with the same results. The returned device review (visual, physical, and/or performance testing) showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Therefore the most probable root cause for this complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during an esophageal dilation - achalasia procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, when the balloon was inflated, the gauge needle did not move. The procedure was not completed due to the unavailability of another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.